Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading was 390 mg/dl. The mother stated that the customer's blood glucose was high for four days previous to being admitted. Troubleshooting was performed. The mother stated that the customer's blood glucose was treated with manual injections, but her glucose level still was high. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.